Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), iron deficiency anaemia ('anemia / plantiff's iron level decreased rapidly') and mental impairment ('diffuse brain functional') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, asthma, drug allergy, sexually transmitted disease, breast cancer, diabetes mellitus, ovarian cyst, uterus enlarged and uterine bleeding. Concurrent conditions included iron deficiency anemia. The patient also had a family history of breast cancer. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraine") and headache ("headache"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced tooth infection ("dental problems:infection") and dysgeusia ("metallic taste"). In (B)(6) 2018, the patient experienced iron deficiency anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced mental impairment (seriousness criterion medically significant), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral) and transfusion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, alopecia, mental impairment, migraine, headache, tooth infection, bladder disorder, urinary tract disorder, dysgeusia and feeling abnormal had resolved and the iron deficiency anaemia had not resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, iron deficiency anaemia, menorrhagia, mental impairment, migraine, pelvic pain, tooth infection, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal, pain, back pain, menorrhagia, anemia, blood disorder, heart disorder, vaginal discharge, hair loss, neurological condit/problems, migraine, headaches and dental problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal bleeding, iron deficiency anemia, abdominal pain, pelvic pain, dysmenorrhea, menorrhagia, back pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received- new events-" abnormal bleeding (vaginal), metallic taste, brain fog",reporter and patient demography, medical history and concomitant drug were added. Neurological disorder was updated into diffuse brain function and dental problems was updated into tooth infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nervous system disorder ("neurological condit/problems"), migraine ("migraine"), headache ("headache"), tooth disorder ("dental problems"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, blood disorder, cardiac disorder, vaginal discharge, alopecia, nervous system disorder, migraine, headache, tooth disorder, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal, pain, back pain, menorrhagia, anemia, blood disorder, heart disorder, vaginal discharge, hair loss, neurological condit/problems, migraine, headaches and dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- event injury to herself removed and new events chronic pelvic pain, abdominal pain, back pain, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, blood disorder, heart disorder, vaginal discharge, hair loss, neurological condit/problems, migraine, headache and dental problems were added. Patient demography added. Updated suspected drug indication. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.